Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right atrial (ra) lead exhibited low pacing impedance and oversensed noise which resulted in inappropriate automatic mode-switch. No resolution was taken. The patient was stable and will continue to be monitored.